Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and gpos were evaluated and replaced. The calibration file was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.